Manufacturer narrative:
G4: 03nov2020. B4: 04nov2020 . The field service engineer (fse) confirmed the reported issue and replaced the front bezel to resolve. The fse completed the preventative maintenance and the device passed all required testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20oct2020.

Event description:
It was reported to philips that the selector knob on the device was not working and the customer needed the preventative maintenance completed. The device was not in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide onsite assistance.